Event description:
Caller reported that t:slim x2 pump battery would not charge, which prompted a power source alert in pump history identified as alert 07. There was no adverse impact to the customer¿s blood glucose level. Customer was advised to plug wall adapter into a working outlet and wait for at least 30 minutes for pump to charge, and technical support planned to follow up.